Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 300cc saline prosthesis, catalog: 3503004bc, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 300cc saline prostheses. Rupture on the left breast prosthesis was diagnosed post procedure through an ultrasound. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
On 11/26/2018, the mentor failure analysis lab received the device for evaluation. The device was returned for analysis, however, the exact date of explantation was not provided. Therefore, the explant date was defaulted to the 1st of the month the device was received. The device evaluation was completed on 12/4/2018. Summary: the device was returned at mentor containing gel with a clear appearance. Red and white material were observed within the device. Red material and gel were observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented; it was returned in three pieces. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the red and white material observed. The device history record (DHR) of lot number 5598168 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).